Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain, slightly elevated metal ion levels, and metallosis. Surgeon mentioned that the patient strongly wanted revision surgery due to the asr recall.